Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0414 captures the reportable event of torn mesh.

Event description:
It was reported that during a procedure using an upsylon y-mesh kit, the mesh tore. The mesh was cut anteriorly and posteriorly and inserted via a robotic arm. At the time of cutting, the mesh did not appear to be torn. During anterior suturing, missing sutures were observed on the left side of the mesh, which remained implanted. The procedure was completed, and no patient complications were reported.